Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported a primary revision of a right total knee due to loose tibial tray. Rep will obtain op-notes from surgeon. No trauma or delay.

Manufacturer narrative:
On 7/27/2017: this report was found to be a duplicate of a previously reported event under MFR report # 0002249697-2017-00513. Investigation findings will be provided in a supplemental report under MFR report # 0002249697-2017-00513 and any additional reports will be generated if needed.

Event description:
Sales rep reported a primary revision of a right total knee due to loose tibial tray. Rep will obtain op-notes from surgeon. No trauma or delay.